Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to diabetic ketoacidosis. Customer had a bent cannula. Customer refused to provide any additional details regarding the hospitalization. Customer complained about receiving error messages from the sensor and having to change them prematurely. Nothing further reported.